Event description:
It was reported that during a ptca procedure, the balloon would not deflate. After attempts were made to deflate the balloon, the catheter was removed with the balloon inflated. After the balloon was out of the pt, the balloon deflated. No pt injuries or complications occurred.

Manufacturer narrative:
H.3: returned product analysis confirmed the deflation difficulties. Analysis revealed a kink in the inflation lumen. The kink may have restricted the flow of fluid to and from the balloon. The cause of the shaft damage or when it occurred could not be determined.